Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The cause of the f-38 alarm was determined to be damage to the force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.